Event description:
The day after having a precise stent placed in the right internal carotid artery. The patient suffered a non-q wave myocardial infarction (mi). A male patient (age unknown) was consented to the study in 2008. The index procedure was completed on the following month, and patient was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 5.0. Target lesion diameter stenosis was 90% with lesion length 35mm. Total length of stented segment was 40mm. Qualitative lesion calcification was described as mild. Geometry of lesion was described as eccentric. Pre-dilatation was performed. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of the target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The day after the procedure the mi occurred. There was no new st elevation, ECG's were associated. The coronary event was determined to be unrelated to the cordis product, but related to the index procedure. The patient was discharged three days later.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.